Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals that the sample was received with one of the angled tips is broken off at the base where the side of the slot transitions to the bottom radius. The fracture surface is uniform and there are no indications of any material anomalies. There is brownish residue on most surfaces of the device and at the base of each of the pins for the plate holes. There are numerous dings and scratches on the body of the instrument consistent with field use. Further inspection notes, the fracture surface is smooth and uniform and there is no indication of any material issues. There are numerous marks on the bending iron and pins that indicate that this device has been heavily used. The break is consistent with a fatigue fracture originating on the inside surface which would be expected from a device of this age being subjected to high bending forces for many years. Given the age of the device, and the material being a standard for small plate benders, the design is adequate for the intended use. A review of the device history record did not show conditions that could have contributed to the reported event. As a results, this complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure of the distal tibia, the surgeon was bending the plate and one of the feet on the bending iron broke off. The broken fragment was retrieved. Surgeon used another bending iron to complete the procedure with no further problems. The patient was unharmed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).